Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no evidence of moisture in the cartridge compartment. A leak test was performed and passed. The pump cover was removed and there was no moisture or damage observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.